Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The resistance with the catheter was unable to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of a subject with an acute myocardial infarction, the balance middleweight (bmw) guide wire met resistance with the anatomy but crossed the lesion. A non-abbott stent delivery system (sds) was used and the stent deployed using 12 atmosphere (atm); however, it met resistance with the guide wire during removal and the two devices were removed as a system. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.